Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The patient manual outlines recommended practices for power management including expected and abnormal battery behaviors and actions to take including replacement of devices which exhibit abnormal behavior. The steps for handling and properly connecting power sources in order to prevent damage are outlined as well as instructions for routine inspection of the power connection ports. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps and sequence for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-02430 and 3007042319-2015-02431) submitted for devices related to the same event.

Event description:
Information was received from the ventricular assist device (vad) coordinator that the patient reported difficulty with a connector on his controller and a critical battery alarm on 2 batteries. The coordinator exchanged all peripherals. It was reported that there was no effect on the patient. This is report 2 of 2.

Manufacturer narrative:
Log file analysis of (B)(4) did not reveal any anomalies during the analyzed period. Log file analysis of (B)(4) revealed several critical battery alarms and premature switching events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. However, the consistency of these switching events at high relative state of charge without a change in power sources, is the pattern in question. Two controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis of (B)(4) did not reveal any anomalies during the analyzed period. Log file analysis of (B)(4) revealed several critical battery alarms and premature switching events. Analysis of (B)(4) revealed that the device failed to meet specifications; the device failed visual inspection due to deformations in the latching mechanism for the serial port's connector. Analysis of (B)(4) revealed that the device met specifications; the device passed visual examination and functional testing. Heart ware has opened internal investigations to evaluate these types of issues. The most likely cause of the reported event was found to be a communication error between the controller and the batteries. This is one of six reports (3007042319-2015-02430, 3007042319-2015-02431, 3007042319-206-01421, 3007042319-2016-01422, 3007042319-2016-01423 and 3007042319-2016-01424) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.